Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2017. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by turbid effluent. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment was not reported. On an unreported date, extraneal and physioneal therapies were discontinued and the pd catheter was removed. At the time of this report the patient was recovering from this peritonitis event and was performing hemodialysis therapy. No additional information is available as the reporter declined to provide further follow up.